Event description:
Intl customer reported that the needle separated from the suture during a laparoscopic port closure. The surgeon subsequently lost the needle within the pt.

Manufacturer narrative:
Conclusion: the needle reportedly separated from the suture material during use. The forces and circumstances to cause the separation cannot be determined. The needle should have been within the grasp and control of a needleholder. The surgeon subsequently lost visual and tactile control of the device leaking to its retention. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.